Event description:
Received a report from a consumer indicating required medical attention after receiving a laceration to vagina while inserting a tampon. Consumer confirmed the applicator did not appear to have any visual defect.